Event description:
It was reported that on (B)(6), 2018, during hip surgery, the surgeon reaming for an unknown hip nail with an unknown 9mm reamer. The surgeon decided to make use of a unknown stryker howmedica reamer which was front cutting. The surgeon then reamed up to 11.5mm to accommodate for a an unknown 10mm nail. While reaming, the flexible shaft connector broke and an unknown cap popped off along with the springs and a washer. Reaming was commenced and an unknown nail was inserted with no issues. It was unknown if there was surgical delay. Procedure was completed successfully and with no patient harmed. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity# 1 ); unknown 9mm reamer (part# unknown, lot# unknown, quantity# 1 ); unknown 9.5mm reamer (part# unknown, lot# unknown, quantity# 1 ) this complaint involves two (2) devices. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)